Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off events on (B)(6) 2024. The first infusion set was in use for 5 minutes. The glucose level was 180 mg/dl. No further information available.